Manufacturer narrative:
Per patient's surgeon, the device was explanted on (b)(6, 2010. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced dizziness and headaches during an airline flight in (B)(6), 2010. It was further reported that she experienced a shocking senasation and a metallic taste in her mouth subsequent to the airline flight. She reports not having worn her speech processor in over 6 years. Her last mapping appointment was in 2001.explant is planned, but had not taken place at the time of this report (B)(6), 2010. It is unknown whether there are plans to reimplant.